Event description:
Boston scientific received information that this right ventricular lead did not deliver pacing when required due to loss of capture and insulation damage. There was no impedance issue noted, however, pacing performance was improved in unipolar pacing configuration. The patient's underlying rhythm was sinus bradycardia with rates of approximately 50 to 54 bpm. There were no adverse patient effects. Surgical intervention was performed and the lead was explanted and successfully replaced.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Coagulated blood was found in the lumen of the lead. Abrasion marks were found along the lead body. The insulation was found intact at this position. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.